Event description:
According to the rptr, the stimulator is marketed as a device to relieve pain. The device is reportedly presented as a needle free alternative to acupuncture, acupressure, and reflexology. The stimulator when activated is to generate a "small harmless tingle" which relieves pain. According to the rptr, the device has the potential to interfere with pacemakers, possible leading to dysrhythmias. The rptr also states it is unsafe for people with diabetes mellitus since it can lead to diabetic ketoacidosis. The box reportedly contains a disclaimer, but the rptr could not elaborate on its contents. According to the rptr, at least one of the parts on the device (button) is not approved for use in med devices. The rptr states he has read that the FDA seized a whole warehouse of these devices. Reportedly, the devices are mfg outside the us and are shipped via parcel service to avoid postal regulations.